Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that a (B)(6) infection occurred less than a month after implant. The bi-ventricular implantable cardioverter defibrillator (bi-v ICD) system was explanted. No further patient complications have been reported as a result of this event.